Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. The implant date and lot numbers were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient was experiencing incontinence again and presented an urethral atrophy. The product was working as expected but the doctor decided to perform an artificial urinary sphincter (aus) surgical intervention for potential improvement in which a double cuffed system was replaced. After the surgery the patient fully recovered, there was no further harm.